Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/25/2017 with the following findings: during investigation, the keypad cover was found to be detached. All the buttons were responsive. There was evidence of moisture under the contrast button. There was rust in the battery compartment and a leak test failed due to a battery compartment leak. The pump was opened and there was evidence of moisture on the force sensor plate. The battery compartment was found to be cracked. The display appeared dim and discolored and there was a crack between the case seal and the keypad cover and between the case seal and the display lens. (B)(4). (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed moisture within the pump, a battery compartment crack and a dim and discolored display. This report is made based on results of investigation completed on 01/25/2017.